Event description:
The customer reported the intellivue mx750 patient monitor displays a speaker malfunction inop error message and does not emit audible sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and confirmed the defective speaker. The speaker was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).